Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, customer was going to address elevated bg by a correction injection via manual insulin therapy.